Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon (error e118) was not duplicated, and also found that there was no abnormality on the exterior, and the subject device functioned without any problems. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result and similar past cases, omsc surmised that the reported phenomenon temporarily occurred by the failure of the printed circuit board, which was also related to the occurrence of similar error e116 in other past cases. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for an unspecified procedure using the subject device used in combination with the camera head ch-s400-xz-eb, when the subject device was turned on, it was found that the error e118 which indicated the subject device malfunctioned was immediately displayed on the touch panel of the subject device. The user replaced the subject device to another similar device to complete the intended procedure. There was no report of patient injury associated with this event.